Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that (B)(4) had been used for 3 months after a successful intubation. It was found that the external spiral head of the tube was broken and bleeding presented. The doctor took it out immediately and made a replacement the next day.

Manufacturer narrative:
Submit date: (B)(4) 2104. An investigation is currently underway. Upon completion the results will be forwarded.